Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reports to be suffering a lot of pain and other health issues and also reports rupture. The device remains implanted. The side is unknown.

Event description:
Patient additionally reported "pain in chest," "high grade capsular contracture," "rock hard." Patient additionally reported "unwell for a long time," and "lethargic all the time"; these events are not related to the device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.